Manufacturer narrative:
Additional information has been requested, but no additional information has been received.

Event description:
It was reported that lens vaulted (z syndrome) approximately 1 month post implant. The patient noticed a decrease in vision. Capsular fibrosis or striae was observed 5 weeks post-op. The lens was exchanged approximately 10 weeks post implant by another surgeon. The patient's current prognosis is "good".

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7442313) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.based on the information available, the root cause of the reported event could not be determined.